Event description:
It was reported that the surgeon felt the implant was placed too far anteriorly. He tried to retrieve the implant, but when doing so, the implant slid forward through the disc space and into the abdominal region. A general surgeon will be doing an anterior procedure to remove the implant. No further information was provided and the patient status is still pending.

Manufacturer narrative:
A review of all documents included in the DHR for the lot number. It did not identify any applicable non-conformances to specification or deviations in procedure. A query of the entire complaint history of this part was conducted on (B)(6) 2012, which did not contribute any additional information to this investigation. No further action is required at this time - this investigation is considered closed. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.